Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and confirmed an electrical smell. The fse found the differential mix motor assembly had burned out. The fse replaced the part resolving the issue. Failure mode was identified: failure mode is related to a burned out differential mix motor assembly. There were no erroneous test results associated with this event. Upon recur; the failure mode identified is likely to affect all differential parameters due to compromised mixing in the differential mixing chamber. Evaluation of product labeling - the coulter lh 500 hematology analyzer certificate of compliance lists the following: (B)(4).

Event description:
Customer reported a burning smell coming from the voltage panel behind the front cover of the coulter lh 500 hematology analyzer. The customer also stated the voltage panel was hot to the touch, but it did not burn her. There was no fire or smoke. The customer did not observe sparks, arcs, or flames. The fire department was not called and a fire extinguisher was not used. The beckman coulter customer technical specialist recommended to power off and unplug instrument; which customer performed immediately. The instrument was idle at the time of event. No patient samples were impacted. There was no death, injury or affect to the user associated with this event. No medical attention was sought.